Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of the one device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest tradition plus handpiece would not hold dental burs. There was no injury in the event.